Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016

Event description:
During follow-up, premature battery depletion was noted on the implantable device. The device was explanted to resolve the issue.